Event description:
It was reported that the charging port was damaged resulting in pump not charging. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up and no further information was obtained.